Manufacturer narrative:
Details of complaint: the customer reported that the multiple patient receiver (org) was in intermittent signal loss with the transmitters while monitoring patients. No patient hare was reported. Service requested / performed: troubleshooting: nihon kohden technical services (nk ts) noted from the customer that about 2 weeks prior to this event, there was an issue with the power supplied to their networking closet due to a faulty power strip. This may have caused some internal damage as one of the switches was damaged due to the faulty power strip. Multiple attempts were made by nk ts and nk qa (quality assurance) to have the device repaired, but the device was never dispatched to nka repair center (rc) for evaluation. Upon nk qa follow up (10/01/2021) regarding issue resolution, the customer replied that the issue was resolved without providing information regarding issue resolution methods. Investigation summary: due to the unavailability of the device, visual and functionality evaluation could not be performed. Per the operator's manual, the possible causes of intermittent signal loss are: the distance between the transmitter and antenna is too far or interference on signal. Twisted/ bent electrode lead. Electromagnetic interference. Incorrect antenna setting on the monitor. The overall risk score is medium. The reported issue does not require further investigation through CAPA process since the device was never evaluated by nka rc to determine the root cause. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: cns: model #: ni, serial #: ni. Transmitters: model #: ni, serial #: ni.

Event description:
The customer reported that the multiple patient receiver (org) was in intermittent signal loss with the transmitters while monitoring patients. No patient hare was reported.

Manufacturer narrative:
The customer reported that the org multiple patient receiver is causing intermittent signal loss for the patients being monitored on the transmitters. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical devices were requested from the customer but was told that they do not know have additional device information.

Event description:
The customer reported that the org multiple patient receiver is causing intermittent signal loss for the patients being monitored on the transmitters.